Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the insulin pump had a loose drive support cap. Customer stated it is sticking out from the side of the insulin pump. The customer's blood glucose was normal.